Event description:
The customer reported that they were getting a red alarm at the bedside but not at the central. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.